Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The implant date d6 was updated with information.

Event description:
Additional information was received that the issues were noted during a normal follow up appointment and the lead was left programmed to unipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements that triggered a lead safety switch (lss). The polarity changed to unipolar and the oversensing of noise was observed. No noise was noted prior to the lss and the impedance decreased to within range following the lss. Boston scientific technical services (ts) suggested bringing the patient in for evaluation in an attempt to recreate the noise and out of range impedance measurements. The device and lead remain in service and no adverse patient effects were reported.